Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device repair was deemed not necessary. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit error e117 occurred. The issue was found during reprocessing. The diagnostic procedure was completed with the same device and caused no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 and d8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be olympus will continue to monitor field performance for this device.